Event description:
Same case as MDR ID # 2134265-2014-00959 and 2134265-2014-00888. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention outside the body, an atlantis sr pro² was tested prior to use without imaging issues in conjunction with ilab ultrasound imaging and sled. However, it was unable to perform pullback. The ivus catheter, sled and the ilab was exchanged to another atlantis pro2, sled and galaxy without issue. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the returned pullback sled appeared normal and no damage was observed. The returned sled was able to properly connect to the mdu. During functional testing using an imaging catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.(B)(4).

Event description:
Same case as MDR ID # 2134265-2014-00959 and 2134265-2014-00888. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention outside the body, an atlantis sr pro2 was tested prior to use without imaging issues in conjunction with ilab ultrsasound imaging and sled. However, it was unable to perform pullback. The ivus catheter, sled and the ilab was exchanged to another atlantis pro2, sled and galaxy without issue. No patient complications were reported and the patient's status was good.